Event description:
Blood glucose measured 28, 280, and 178 mg/dl when performed back to back of each other. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.